Event description:
The customer reported her adc device would not power on with button press or test strip insertion and was unable to obtain readings. As a result, the customer experienced symptoms of hyperglycemia and stated feeling ¿higher than normal.¿ the customer self-treated with insulin (dose/type unknown), and additionally had contact with a healthcare provider and was administered an unspecified injection for treatment of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported her adc device would not power on with button press or test strip insertion and was unable to obtain readings. As a result, the customer experienced symptoms of hyperglycemia and stated feeling ¿higher than normal.¿ the customer self-treated with insulin (dose/type unknown), and additionally had contact with a healthcare provider and was administered an unspecified injection for treatment of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
The customer reported her adc device would not power on with button press or test strip insertion and was unable to obtain readings. As a result, the customer experienced symptoms of hyperglycemia and stated feeling ¿higher than normal.¿ the customer self-treated with insulin (dose/type unknown), and additionally had contact with a healthcare provider and was administered an unspecified injection for treatment of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned reader was investigated. Reader powered on with button depression. No new issues were observed. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.